Event description:
After drawing am labs via vamp while pushing blood out of vamp tubing at pressure bag/transducer side of vamp, vamp popped off. There is no connection at this point that should come apart.